Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to try pairing transmitter to smart device, which was unsuccessful. Patient's father confirmed the transmitter ID being used. No additional patient or event information is available.